Event description:
A user facility nurse has reported the following: pt stated that during cycling, early am in 2009, the blue "trigger" that you turn on and push to insert the pin, at the end of the treatment fell out. Pt awoke to his line leaking. The following day, he alerted clinic to this while in for effluent culture and antibiotics due to a hazy bag and abdomen pain. He did not save the drain line. A call was placed to this facility. In speaking with the rn who reported this event, it was learned that fluid had leaked out of the trigger/connector area. The pt was treated intraperitoneally as an outpatient for peritonitis. The pt is recovering and able to continue peritoneal dialysis. There is no sample available for an eval.